Event description:
It was reported that the plaintiff was implanted with a sparc device on (B)(6) 2011. The plaintiff was implanted with a sparc device on (B)(6) 2011. The plaintiff was implanted with another manufacturers device prior to this surgical procedure on (B)(6) 2010. It is alleged that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Legal-filed report-(B)(4).